Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Initial reporter name unknown at time of filing. No part was returned for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported that the customer bent the universal drill guide they own and need to purchase a new one.

Manufacturer narrative:
Initial reporter provided. If information is provided in the future, a supplemental report will be issued.